Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors 22001 and 22002 via system logs. Fse performed calibration on the set up joint (suj) 3 to resolve the issue. System was tested and verified ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that patient side manipulator (psm) 3 faulted and could not move. The error could not be recovered. The caller power cycled the system, but it did not resolve the issue. The site disabled psm 3. The procedure was being completed as planned. The caller was unsure of which error code occurred. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any faults when initially powered on for the procedure. The faults occurred when an instrument was engaged to psm 3.